Event description:
It was reported during a superficial femoral angioplasty procedure, the coating of the distal tip of this guidewire sheared off in the pt's distal superficial femoral artery. Attempts to retrieve the detached segment were unsuccessful and resulted in the segment migrating below the knee to the trifurcation. The segment was manipulated into the peroneal artery. Spasm and/or clot resulted in loss of the peroneal artery. The pt was treated with anticoagulants. No further action was indicated. This device has not been received for evaluation. Therefore, no failure analysis is available. Co's attempts to get further details with regards to the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. Without further info about this event and without evaluating the device, co is unable to determine the exact cause for this event.